Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: review of the black box data revealed incidents of short battery life as evidenced by drastic voltage drops. The battery compartment was confirmed to be cracked with moisture corrosion in the battery compartment. The returned battery cap was intact and able to attach properly to the pump for testing. Leak testing confirmed moisture ingress into the battery compartment at the site of the battery compartment crack. On investigation, the pump powered on with the short battery life issue duplicated evidence by 2 bars of power instead of the expected 3 bars of power on the battery life display. Ez-prime steps were successfully completed. Electrical current draws were evaluated and determined to be within specifications. Additional moisture and moisture damage was found inside the interior compartment of the pump on the printed circuit board and continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was alleged the battery compartment was cracked, and moisture was behind the display. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.